Event description:
It was reported that interrogation revealed a decrease in sensing r-waves from 3 mv to 0.2 mv, and capture threshold greater than 7.5 v. A chest x-ray confirmed lead dislodgement. The physician elected to reprogram the pulse generator to vvi mode, leaving the lead implanted but inactive. The patient was asymptomatic.

Manufacturer narrative:
No medwatch form was received.